Event description:
The recipient reportedly experienced a skin flap infection and device extrusion. The recipient ceased device use. On (B)(6) 2018 and (B)(6) 2018, the recipient was hospitalized and underwent surgery due to the skin flap infection. The recipient was given a co-amoxiclav injection. On (B)(6) 2019, the recipient was hospitalized once again. On (B)(6) 2019, the recipient's device was explanted. The recipient will not be reimplanted at this time. The recipient was discharged from the hospital and received additional treatment for the infection. The recipient has recovered.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the magnet pocket was torn prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.